Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that a button on the insulin pump was not responding only in the dual square wave bolus option. Customer's blood glucose was 164 mg/dl. The customer went through the bolus menu again to where she had the issue and the button began to work again. Troubleshooting was not completed and customer was advised to call back if she were to experience further issues.